Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device displayed a bias current error, signaling that the device could run without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device displayed a bias current error, signaling that the device could run without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.